Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure for the third firing of functional end to end anastomosis, at stoma closure in side to side anastomosis, the surgeon fully fired the device. After the firing was completed ,the surgeon pushed the silver button and opened the jaws, however,the tissue was stuck on the distal end of the cartridge (the surgeon said the stuck occurred at scale marking of "1"). The surgeon tried to remove the cartridge from the tissue,however could not. Then the surgeon cut the tissue with scissors and removed the cartridge from the tissue. Additional tissue resection was required due to the issue. For re-anastomosis, the surgeon additionally incised the skin by 10cm. It took long time to mobilize intestinal canal. The planned surgical time was 30 minutes however it expanded to 2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.